Event description:
On (B)(6) 2013, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair and a reported pseudoaneurysm. Details of the event are provided below. The pt underwent a carotid endarterectomy with cormatrix patch angioplasty. The pt developed increasing neck pain related to a carotid pseudoaneurysm and underwent reoperation approx five weeks post-procedure.